Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited premature battery depletion and the right ventricular (rv) lead exhibited high thresholds. The ipg explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.